Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed. The field service engineer (fse) reseated all related cables on both drawers. After reseating, the drawer operated without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure and the error message displayed was: 'required maintenance'. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.